Event description:
The customer stated that she accidentally dropped the insulin pump in water. After the moisture exposure, the insulin pump alarmed multiple times. The reported blood glucose reading was 35 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.